Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed clogging the nozzle could not be identified. A definitive root cause of the issue could not be determined, however, it is likely that the foreign material remained in the nozzle due to the facility device reprocessing not being implemented in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". Inspection of entire endoscope ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the spray button (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image¿. Reprocessing survey info: - the customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The insertion tube was damaged in the reported fashion. Additionally, as noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. The device had several other elements of wear and tear noted throughout. There were multiple damaged adhesive locations noted on the device. The insertion guide coil was cracked and scratched. The cylinder paints were both peeling, and all three switches had scratching and other abrasions present. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to physical damage found on the insertion tube. According to the initial reporter, the insertion tube was creased and coating as well as the white indicator lines were coming off, making the markings unclear. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.